Event description:
Physician reported that shortly after implantation with malar implants, the pt presented with persistent edema. Twenty-six days post-op, the devices were explanted and a culture was taken. Culture resulted in mycobacterium chelonae/mycobacterium abscessus group. Pt was seeing a specialist for this type of infection. Additional info has been requested from the reporting physician.

Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving this sterile lot. (Total of 871 products).